Event description:
It was stated that the customer had experienced high blood glucose levels between 300 and 350 mg/dl for three days. It was also stated that the customer was in the hospital for assistance with her blood glucose levels and the insulin pump settings. Troubleshooting was performed, and the insulin pump passed the high pressure tests. A no delivery alarm was also found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.